Event description:
Healthcare professional (hcp) reports two fiber leaks by blood in dialysate compartment during pt treatment. The hcp also reports 2 cracked venous headers noted during pt treatments. New disposables used to continue the treaments without incident. Estimated blood loss = 250cc. All dialyzers were reused prior to the reported events, exact number of times unk. Hcp reports no pt injury or need for medical intervention.